Manufacturer narrative:
(B)(4). D10: 11-301313 item name arcos con sz c hi 60mm lot # unk. G2: foreign: switzerland. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 4 months post implantation due to sinking of the implant. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6 mechanical: stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implant fit and alignment appear maintained although there was interval femoral implant subsidence without frank loosening. Bone quality is osteopenic. A definitive root cause cannot be determined. Based on the medical image review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.